Event description:
It was reported the amplitude on the n'vision programmer increased from 3.5 volts to 10.0 volts during programming. It was not possible to reduce the amplitude. As a result, the pt broke their upper arm ("humerusfraktion"), requiring surgery. The pt was hospitalized. The health care provider (hcp) stated there were no warnings or cautions regarding "tissue damage". The attending physician during programming could not confirm the increase of voltage to 10.5 volts was automatically done by the n'vision programmer or an operator error.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.